Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient intubated with the device experienced cuff "failure", requiring exchange over bougie.